Event description:
It was further reported that during the surgery on (B)(6) 2019, the surgeon placed the spiral blade and locked the part of the instruments and then the surgeon had to remove the instruments by performing different technical movements, at that time helical blade coupling screw broke. There were fragments generated, however they were removed easily without additional intervention. Surgeon used another instrument to complete the procedure. There was surgical delay of fifteen (15) minutes. Procedure was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the helical blade coupling screw (part # 357.377, lot # 6623821, mfg # 17-may-2011) was received at us cq with the top portion of the helical blade connecting screw broken. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft at the fracture site, measured and is within specification per relevant drawing. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part number: 357.377. Synthes lot number: 6623821. Supplier lot number: n/a. Release to warehouse date: 17may2011. Expiration date: n/a. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: unknown helical blade (part# unknown, lot# unknown, quantity# 1), unknown inserter (part# unknown, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device received. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: a broken piece of tfn instruments was reported in an afternoon surgery, the patient is stable, and do not required another surgery. Procedure was successfully completed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).